Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). This report is filed january 13, 2014.

Event description:
Per the clinic, the patient developed (B)(6) around the implant side. Treatment with garamycin (antibiotics / date not reported) was unsuccessful. The infection resulted in extrusion of the receiver/stimulator unit.the device was explanted on (B)(6), 2013 and the patient was reimplanted with a new device durich the same surgery.